Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous atrial and defibrillation leads had a high pacing impedance measurement(s). The patient's daughter called regarding conflicting information she had received. The guidant representative had checked the device said the lead could just be watched; however, the physician's nurse practitioner said that the lead system should be changed out asap along with the device. The daughter was told that the device should be replaced because it is on recall and also because the battery is low.